Manufacturer narrative:
Date of birth - patient was born in (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal insertion sheath was correctly placed, during a femoral artery closure. Angiography confirmed the indications. The physician inserted the closure device through the sheath. After set the anchor, it was difficult to withdraw the device. Pulled out the sheath and device and stopped to use. Changed a new angio-seal with the same size, the following procedure went on well and no harm was found on the patient. Additional information was received 09december2019: the procedure performed was a peripheral operation using a 5fr procedure sheath. A pre-deployment angiogram was performed. Angio-seal had withdrawal difficulty. The collagen and tube cannot be separated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.